Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: just giving a heads up that these catheters, 22388464, ended up in our supply room again. We had another incident of the failed safety mechanism placing our nurses at risk for bbp exposure.

Event description:
It was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: just giving a heads up that these catheters, 22388464, ended up in our supply room again. We had another incident of the failed safety mechanism placing our nurses at risk for bbp exposure.

Manufacturer narrative:
H6: investigation summary: a trend for the safety shield activation failure (catheter) failure mode for lot 2238464 has been identified. Bd determined that the cause of the failure was related to our manufacturing process. Actions to address this trend have been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a notable preventative maintenance occurred which could be related to the cause of this defect.